Event description:
Customer received result of 13.8 mmol/l on the compact plus system, and result of 6.1 mmol/l on a lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).